Manufacturer narrative:
H6 additional method code: 4110. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3012447612-2023-00394.

Event description:
It was reported that two pedicle screws placed at s1 fractured post-operatively resulting in a revision surgery. No further information was provided. This is report two of two for this event.

Manufacturer narrative:
E1 phone #: (B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two pedicle screws placed at s1 fractured post-operatively resulting in a revision surgery. No further information was provided. This is report two of two for this event.